Manufacturer narrative:
The t:slim x2 basal iq user guide states: monitor your blood glucose (bg) with the guidance of your healthcare provider. According to the american association of diabetes educators¿ white paper ¿insulin pump therapy: guidelines for successful outcomes,¿ patients should routinely check their bg levels at least 4 times daily (optimally 6 to 8 times daily) in order to detect hyperglycemia (high blood glucose) and hypoglycemia (low blood glucose) early. Undetected hyperglycemia or hypoglycemia can result without proper monitoring. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (530 mg/dl) and diabetic ketoacidosis. Customer was treated with fluids, potassium, electrolytes and saline. Customer was discharged on (B)(6) 2019 with the issue resolved (bg 183 mg/dl) and no permanent damage. Reportedly, the suspected cause was customer not using an active sensor and not monitoring bg manually prior to the event.